Event description:
Boston scientific received information that during a procedure involving use of electrocautery, this pacemaker right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that resulted in three seconds of pacing inhibition. No further noise was observed post procedure. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.